Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm and power source alert occurred. Pump touchscreen response was delayed and became unresponsive. Customer's blood glucose was 123-283 mg/dl. Troubleshooting could not be performed due to the touchscreen issue. Customer reverted to using manual injections for insulin therapy.